Event description:
The customer reported wash carousel motion errors and reaction vessel (rv) jams entering the not ready state while operating the access 2 immunoassay system. Beckman coulter customer technical support (cts) assisted the customer in troubleshooting but the wash carousel would not home and a loud grinding noise was heard indicating a fallen vessel in the wash carousel. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. Beckman coulter shipped the customer a new lot of reaction vessels that was not affected by the new resin. There was no report of patient samples involved or any impact to patient results. As the instrument enters the not ready state, any assays on board would not be analyzed. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) removed the analytical module and incubator belt and discovered two reaction vessels (rvs) laid over, inside the incubator track, in the rear of the module. The fse removed the rvs and installed the incubator belt then initialized the instrument. The fse calibrated the incubator belt and loaded a new substrate bottle on to the instrument. The fse primed the instrument and system check passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels, with a lot that was not manufactured with the new resin, corrected the issue. (B)(4).